Event description:
It was reported that the patient experienced dizziness and light headedness during some recorded episodes. The ipg was reprogrammed to turn off the blank flutter search settings. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).